Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware on 26-sep-2024, that the patient was taken back to remove excess apical tissue left over post-aquablation therapy and due to experiencing unspecified symptoms post-aquablation therapy. The patient underwent corrective transurethral resection of the prostate (turp) surgery and is doing well. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 5.1, precautions: general: no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. A root cause for the reported event could not be determined. The aquabeam robotic system does not guarantee the cure of any medical condition or entire elimination of diseased entity. Repeated treatment or alternative therapies may sometimes be required. Based on the event details plus a review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.